Manufacturer narrative:
D02/ d03: intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have thermal damage on the distal clevis. The root cause is typically attributed to mishandling. No damage was found to the conductor cap or the conductor wire weld to hook base. The instrument also had damage to the conductor wire¿s insulation near the observed thermal damage. The instrument passed the electrical continuity test. The root cause of this failure is attributed to a component failure.

Manufacturer narrative:
Isi has not received the pch instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 420183-11/lot # n1171218 674) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 2 uses remaining after last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse. There was no report of patient harm, injury or adverse outcome due to the event. However, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an electrical arc occurred from the permanent cautery hook (pch) instrument to the liver. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 31-mar-2021 and obtained the following additional information: the instrument and cannula were not inspected prior to use. The arcing event occurred when the instrument was first used. The arc appeared between the instrument joint and the organ (liver) and grounded at the neutral electrode of the generator. When the arcing event occurred, a dissection was being performed and monopolar coagulation energy was activated. The erbe vio 300d settings were effect 2 30w. A monopolar cord was not connected to a bipolar instrument. A maryland bipolar forceps instrument was also in use when the arcing event occurred. The instrument tip did not collide with any other instrument or tool during procedure. The instrument tip was not in contact with tissue when the arcing issue occurred. The instrument tip did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue. The instrument was not removed at any time prior to the arcing event. The surgeon believes that the cause of the arcing event is a defective pch instrument. The procedure was completed using a backup instrument with a 5 minute delay. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. Photographic images of the instrument or a video recording of the procedure are not available. The following patient demographics were provided: female, 14 years, 40 kg, no post-operative tests were performed.